Event description:
It was reported that the syringe 1ml ls tuberculin scale between the "0 and 2.7" was misaligned due to a "melted" barrel. The following information was provided by the initial reporter, translated from japanese to english: "the customer uses this product for covid vaccination. The customer reported as follows: the barrel was deformed, which was causing a damage, like melted, on the scale between 0 and 2.7"

Manufacturer narrative:
H.6. Investigation: three photos and one sample were received by our quality team for evaluation. After visual inspection, the sample was observed to have barrel damage. A device history record review found no non-conformances associated with this issue during production of this batch. The team investigated different sections of the syringe machine and matched a potential area which could lead to the reported defect. The syringe barrel could have occurred at the assembly machine. At the assembly process, there is an auto-reject station where the rejected syringe will be removed. The probable root cause of the damaged barrel could be due to the not being kicked out at the auto-reject station effectively. The syringe tip could have dislodged from the dial pocket and hit against the guide skirt; however, the barrel flange was stuck at the assembly dial. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ls tuberculin scale between the "0 and 2.7" was misaligned due to a "melted" barrel. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer uses this product for covid vaccination. The customer reported as follows: the barrel was deformed, which was causing a damage, like melted, on the scale between 0 and 2.7."